Event description:
Additional information was reported that the patient did not follow up 1 week after his surgery because of his travel to the philippines. The patient was administered perioperative antibiotics. It was noted that he does not have meningitis. The primary location of the infection was unknown and a culture from the infection was not obtained. The health care professional (hcp) stated it was unknown the treatment instituted for the infection. The patient outcome was reported as unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's internal neurostimulator (ins) site 'had been oozing blood since 1 month after implantation of the device.' The patient stated that he was treated with antibiotics while traveling in the (B)(6). The patient noted that he was still dealing with this issue after his return to the united states. The patient further stated that 'he was treated with antibiotics again' at the hospital. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was an infection at the incision site. The reporter stated that the infection had gone from (B)(6) 2011 to about 1.5 months prior to the report, and the pt's healthcare provider never helped the patient with the issue. It was reported that the patient went to a wound clinic to get assistance. The reporter stated that at this point, the infection was gone and the incision had closed up. It was reported that the patient had a nurse come to his home three days a week to change the dressings. Eight weeks later, it was reported that the patient's wound had opened up again and there was puss and drainage. The reporter stated that the patient initially got the infection in the philippines and no doctors there would help him. It was reported that the patient had a spinal infection and had to come back from the (B)(6) in (B)(6) 2011. It was unclear when the infection started, as it was reported that it started in (B)(6) 2011 but it was also reported that the patient couldn't get assistance from doctors prior to (B)(6) 2011. Three days later, it was reported that the course of action taken regarding the infection was unknown. The reporter stated that the patient was concerned about treating his infection.

Event description:
Additional information received reported that the device was explanted due to device battery depletion (see MFR. Report # 3004209178 -2013-02757). No information about the outcome of the infection was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-(B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer; patient product ID 37092, lot# 290630001, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n301707, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37092, lot# 290630001, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 3550-39, lot# n301707, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory.